Event description:
During a right heart catheterization, it appeared that the inflated balloon tip separated from the catheter. This initial observation was made by the physician under fluoroscopy. On follow-up, no confirmation could be made as to whether or not the balloon or any portion thereof remained in the pt's pulmonary artery. Upon inspection of the catheter subsequent to the procedure, it appears as though the balloon or some portion thereof remains attached to the catheter. An independent inspection and testing of the catheter will be conducted and results will be forwarded in a subsequent report.